Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke. The fiber exhibited diminished vaporization and the side glass had blackened. It was noted that the irrigation system on the fiber was open. No error messages were received on the console screen and the fiber had not been cleaned during the procedure. The fiber was replaced, and the procedure was completed using the second fiber. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke. The fiber exhibited diminished vaporization and the side glass had blackened. It was noted that the irrigation system on the fiber was open. No error messages were received on the console screen and the fiber had not been cleaned during the procedure. The fiber was replaced, and the procedure was completed using the second fiber. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified that the glass cap was protruding protruding from the metal cap and rotating independently, indicative of a glue failure. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the glue failure. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified glue failure.